Event description:
The customer reported the left monitor is blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a broken wire. System operates as intended. (B)(4).